Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. There was no reported adverse impact to the customer¿s blood glucose. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.